Event description:
It was reported that the programmer generated a "serious programmer problem" error. Follow-up verified that this occurred right at start-up of the programmer. The programmer was returned for service. There was no impact to any patients.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer would be scrapped due to corrosion inside the device especially on the link electronic module board. Concomitant products: product ID r2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).